Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt the device was unable to obtain an ECG signal via electrode pads. The device displayed "check pads" and a "por pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.